Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by the journal of foot and ankle surgery titled ¿primary deltoid repair for ankle fracture using all-suture anchors¿. The study reviewed forty-seven (47) patients who underwent foot and ankle procedures using arthrex fibertak devices. Five (5) patients were documented to have had ankle instability resulting in one (1) patient experiencing an infection during the eighteen (18) month follow-up period. Ref: rigby, r. B., et al. (2023). "Primary deltoid repair for ankle fracture using all-suture anchors." J foot ankle surg 62(4): 723-726.